Event description:
A report was received that the unit shut down during a power switch over to internal battery from ac wall outlet power. This was reported to occur while in use on a patient. There was no pt harm.